Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical applications specialist reported that the laser stopped during a procedure. The laser stopped during ablation and surgeon was unable to continue. The surgeon was forced to leave the operation mode and go back in again. A second surgery was successfully completed. Upon follow up, a shutter message appeared when the customer is not pressing the pedal straight down and ¿jumping¿ on the pedal. Message must be confirmed on the screen before proceeding. The doctor then wanted to continue and it was difficult to catch the pupil. Several times the message ¿pupil not centered¿ appeared.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. According the follow up information, a warning message was shown on that treatment day. This message came up when the customer was not pressing the pedal straight down and ¿jumping¿ on the pedal. The doctor wanted to continue and it was difficult to catch the pupil. A message will be displayed if pupil is lost more than a certain time. It requires a new centration by pressing the center pedal. Company representative reminded the user that after the message, they have to confirm on the screen before they can go ahead. No technical problem was found. The root cause is user handling. The root cause is user handling, specifically, the user did not fully press the pedal or was jumping on the pedal. The device works as intended. The manufacturer internal reference number is: (B)(4).